Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Zimvie received one (1) svmb13, (impl scr-v mini sbm 3.3mm 3.5mm 13mm) for evaluation. Visual evaluation was performed, a fracture has been identified on the implants collar. DHR review was completed for the subject lot number 63185853. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63185853 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was implant not placed properly; clinician error therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the implant at tooth site 21 fractured at the collar of the implant and was removed. Procedure was completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: first/given name: unknown / not provided. G4: PMA/510(k) number : k011028 and k013227.